Manufacturer narrative:
Date of submission (B)(4) 2018 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2018 with the following findings: a review of the pump black box showed an unexplained reboot on (B)(6) 2018 at 22:40. The pump was powered back on (B)(6) 2018 at 13:26; basal deliveries never resumed. A pump reboot occurred (B)(6) 2018 at 13:59. The pump was powered back on (B)(6) 2018 at 17:20 and a 10.0u bolus was programmed; 1.989u was delivered due to an occlusion alarm. On (B)(6) 2018 at 17:40 a 10.0u bolus was programmed; 1.994u was delivered due to occlusion alarm. The total daily dose values added up correctly and reflected the user¿s programmed basal rates. The pump passed the delivery accuracy testing with no delivery defects found. The pump was found to be delivering within required range and delivering accurately. No warnings, alarms or delivery interruptions occurred during testing. The complaint of a history settings issue was not duplicated during investigation. There was no defect found.

Manufacturer narrative:
The device has been returned to animas for evaluation. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging an inaccurate delivery event. It was reported that the patient stated they experienced persistent hyperglycemia. This incident does not meet animas's definition of an adverse event. Customer support has made several attempts to contact the reporter in follow up, however, the reporter did not respond. No further information was available; if further information is provided a follow up report shall be made. This complaint is being reported because there is an allegation against the delivery function of the pump.